Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed a faulty latch lock flex sensor. The sensor was replaced and the pump passed all testing following the repair.

Event description:
It was reported that there was a latch lock issue. Device analysis found a faulty latch lock flex sensor. There was no patient involvement.